Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the self-adhesive of the infusion set was not sticking well enough on multiple occasions. No adverse event was reported. The infusion set was requested to be returned for product evaluation.